Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that waterproofing was not possible due to a broken control unit. The angle of the curvature in the up direction did not meet specification due to wear of the angle wire. The image guide bundle was broken and there were specks in the image and the eyepiece was contaminated. The control panel had corrosion due to water leakage and the connecting tube was kinked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: it was presumed from the finding and investigation result that the suggested event occurred by stress on the insertion section such as the following. Physical stress such as by rubbing/ hitting the insertion section, chemical stress from reprocessing not recommended by IFU (reprocessing manual), stress of inferior storage environment (in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and/or ultraviolet-rays, etc.) This issue is addressed in the instructions for use (IFU): IFU (operation manual) warns against applying external stress to the insertion section. Do not coil the insertion tube with a diameter of less than 10 cm. Equipment damage can result. IFU (reprocessing manual) warns on non-recommended reprocessing. Olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is found. IFU (reprocessing manual) warns on bad storage environment. The storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus, that the tracheal intubation fiberscope had an air/water leak in the insertion part. The issue was found during inspection for use for a diagnostic procedure and it was completed with a similar device. Inspection and testing of the returned device found that the connecting tube coating was peeling. There were no reports harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.